Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in the emergency room after receiving a vibratory alert for out of range high impedance on the right ventricular lead. No episodes of noise were noted. Programming changes were performed and patient will be monitored closely.